Manufacturer narrative:
(B)(4). The system logs show the system has not been powered on since (B)(6) 2016. The batteries total nominal available capacity (tnac) is at 0.21 amp hours (ah). The field service representative (fsr) advise customer of need to replace batteries but customer declines due to budgeting and unit has not been used clinically for more than 3 years. Batteries will not be returned for evaluation. The customer was sent a letter with instructions from the operators manual on proper battery maintenance for the system. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the heart lung maching, the batteries failed testing. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. No parts will be returned to the manufacturer for further evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.